Event description:
During post-partum ob visit @ pt's home r/n noticed swelling of penis & scrotum with discoloration of lower extremities. Baby's mother stated infant had not urinated for approx. 36 hrs. Device was still in place. Dr. Was contacted. Infant was seen in drs ofc then admitted to hospital. Ob physician was called. Device removed without difficulty. Infant's lower extremity color returned pink immed. Pt voided after 15 min. Infant had been circumsized 3/26/97. Admitted 3/28 - discharged 4/1/97. Antibiotics given. Diag: cellulitis of penis/scrotum urinary obstruction. 4/18/97 dr believes it was a foreign body reaction (?) Cause. Admission t.98 highest t. 3/29/97 100.